Event description:
On (B)(6)2009, the pt reported that on (B)(6) 2009, she could not complete the change the cartridge procedure on her insulin infusion device. She stated, the piston rod made a "funny noise" and would not return completely. She stated, she rec'd an e6 (mechanical error). She inserted another battery, but the error did not clear. She said, she tried a new battery 3 times, but the error continued. She stated, she first heard the noisy piston rod about 1 month ago. Her device has not been dropped, but she said a "squirt" of insulin may have spilled into the cartridge chamber. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.